Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements when connected to the pulse generator (pg), despite pacing system analyzer (psa) testing showing normal impedance range. The technical support team assessed the situation and found no noise when the lead was plugged into the pg, and the threshold measurements were normal. It was suspected that the issue could be related to the lead's location in the vessel, as a connection or integrity problem would typically cause noise and no capture. The medical doctor (md) attempted to address the issue by removing and reinserting the terminal pin, but the impedance remained above 3,000 ohms. However, after the surgical pocket was fully closed, the impedance returned to a normal range of 900 ohms, and the measurements have remained stable since, with no reported impact on the patient's condition. No adverse patient effects were reported. This lead remains in service.